Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and the suture was used. During the procedure, the suture was broken during interrupted suturing. Another like suture was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lk6972 number, and no non-conformances were identified. Additional information was requested and the following was obtained: we asked the sales rep but the actual device has not yet returned.